Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test found that fluid exited the fluid path prematurely. Closer inspection found the soft cannula to be torn near the distal tip of the soft cannula; it cannot be determined when or how this damage occurred. Inspection of the batteries found the bottom and middle battery to be lower than expected. A power supply was used to download the data from the device. No abnormalities or alarms were observed with the downloaded data. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 4 and 24 hours on the arm. There was insulin leaking at the insertion site. The patient was able to activate a new pod.